Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of malignant pain. It was reported that the patient noticed continued pain even after bolus was given. Dye study was performed and physician decided to replace the catheter. The catheter did not have cerebrospinal fluid (csf) when physician during surgery and the hcp decided to replace the entire catheter. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the consumer indicated that the catheter revision did not help to relive the patient's pain. It was reported that the pump was filled with saline and the patient was inquiring if the temperature of a hot tub or scuba diving be a concern. The caller was redirected to follow up with the managing healthcare provider. No further complications have been reported.